Manufacturer narrative:
The insulin pump passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. No rewind anomaly noted. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 490 mg/dl. The customer treated with an injection. The customer was advised to replace plunger and manually push plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer stated that the pump alarmed no delivery.